Event description:
I was the evening rn for this patient on the [redacted] [redacted] shift. This patient has a broviac central line in the chest, which we have been running tpn [total parenteral nutrition]/lipids and IV meds through, and it had been working fine for the entirety of my shift. At ~0400 when I entered the room to give my patients scheduled IV lasix, I noticed that there was blood backed up into tpn line, all the way to the tpn filter. I also noticed the filter itself was sticky to the touch around the 2 white circles on the flat side of the filter, which tpn is very sticky when spilled so this almost certainly is tpn leaking. There were no wet spots in the patient¿s bed, or on the floor of fluid leaking. I called the cn [charge nurse] to look at the line, and she agreed that I should change the filter, flush the trifuse, and restart the tpn. I did so, and the line flushed perfectly so I attached a new filter to the tpn line and restarted the infusion. I had given another IV medication at ~0300, and the line had looked like normal. So, the filter failed in between 0300 and 0400.